Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was intubated, and cardiopulmonary resuscitation (CPR) was started. ¿io¿ was placed, and epinephrine was administered. Upon arrival at the emergency department (ed), patient was still unresponsive with no spontaneous movement and no respirations. On cardiovascular examination, there was no murmur and tones were absent. It was stated that they tried to adjust the left ventricular assist device (lvad), but it continued to say low flow even after the battery was changed. They were able to contact the cardiology clinic and were told that CPR was not necessary. At 1627, the emergency room (ER) physician called the arrest and the subject was pronounced dead when bedside 2d echo showed cardiac standstill. Diagnosis was acute cardiopulmonary arrest, unable to resuscitate.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator, that the ¿acmc¿ coordinator received a call about the patient, who was residing at a rehabilitation center and was found unresponsive on (B)(6) 2018 in the dining room, with the left ventricular assist device (lvad) alarming "low flow." It was stated that cardiopulmonary resuscitation (CPR) was initiated, and emergency medical systems (ems) was called. Patient was rushed to the hospital, where they were pronounced dead after being coded. Of note, the patient's ¿ph¿ level was 6.6 and the eyes were fixed and dilated. Site is questioning whether patient had a hemorrhage which attributed to patient's death. Site does not attribute patient's death to the pump, as the pump was still functioning, just alarming "low flow" at the time of expiration. Hospital said they will have patient's family return the equipment to them and then submit upon receipt of the equipment. No autopsy was performed; therefore, pump remains implanted and will not be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via log file analysis since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft, thrombus at inflow cannula, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.